Event description:
An aneurx stent graft system was implanted for the treatment of an abdominal aortic aorta. It was reported that the patient was in for a routine follow up. A CT noted stent graft migration resulting in a type I endoleak. The aneurysm is 5 cm in diameter. The patient was successfully treated with an endurant aui 36x14x102 with femoral-femoral bypass. The physician stated that the cause of the event was infrarenal neck dilatation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).